Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device channel (all channels) tested positive with the following: sn: (B)(4) all channels: 1 cfu/100 ml- of indicator microorganisms ¿ (B)(6) 2022. 1 cfu/100 ml-of indicator microorganisms - (B)(6) 2022. 1 cfu/100 ml- enterococcus faecalis quantified- (B)(6) 2022. 2 cfu/100 ml- of indicator microorganisms - (B)(6) 2022. 1 cfu/100 ml- of indicator microorganisms ¿(B)(6) 2022. Results noted : 1 cfu/100 ml results-indicated (total microorganism above the action threshold or presence of indicator microorganisms (waterborne germs or pathogens) potentially related to disinfection or bio-cleaning. Cleaning, disinfection, and sterilization (cds) . Below are information on customers cds checklist: customer performed a paa_manual treatment. Manual cleaning: performed on instrument/suction channel. Disinfectant/ detergent used : aniosyme x3, aniosyme x3. Scope storage : horizontally placed. Scope maintenance : by olympus. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) culture test for the device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: on (B)(6) 2022: sampling from: all channels. Cfu: 1cfu. Bacterial identification: staphylococcus coagulase negative. On (B)(6) 2022: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. After checking the content of cyf-5 instructions for use, reprocess means are described below: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.